Event description:
It was reported to medtronic minimed that the customer that damaged pump. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would discontinue the use of the device. Product mmt-1780kpk was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked battery tube threads, cracked case at the battery tube side, and cracked case at the corner of the belt clip rail near the battery compartment. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, missing serial number label, pillowing keypad overlay, stained keypad overlay and cracked retainer ring. Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.